Manufacturer narrative:
The device remains implanted and therefore it is not available for evaluation. The device history record (DHR) review, did not find any non-conformities or anomalies related to this event. Based on the available information the root cause of this event could not be conclusively determined.

Event description:
Patient noticed a decreased and blurred vision a few days post cataract surgery in the left eye. Surgeon reported that lens had rotated about 25-30 degrees from where it was first placed. Physician had the lens rotated and placed a capsular tension ring(ctr). Vision is reportedly better.